Event description:
(B)(4). It was reported that the hydraulics of a surgical table failed in the middle of the case, and hydraulic fluid was found leaking on the ground. There were no adverse consequences reported, and the table was reported to be put out of service.

Manufacturer narrative:
There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2011. Eval summary: after an on-site eval by a field tech, it was confirmed there was damage to the head-end column casing which caused a rupture in the height adjust hydraulic line. At the time of this report, the surgical table is out of commission awaiting repair. The root cause of this malfunction is likely user misuse from articulating the table while an object was adjacent to the column casing, which caused damage. In addition, the user continued to use the surgical table after becoming damaged thus causing further damage to the hydraulic lines, causing the leak as well as the failure of the hydraulics. This malfunction poses a risk to the user for a slipping hazard from the fluid leak, and in addition, it poses a risk to the pt for the inability to articulate the table, or potentially a delay to move the pt or stabilize the table. In this particular event, it was reported that the table was stabilized and the case was completed. There were no reported adverse consequences to the pt or user. This event was also reported via uf report: (B)(4). This type of non-conformance will be monitored for adverse trends. This is not a single use device.